Event description:
Device report from synthese reports an event in columbia as follows: it was reported that the screwdriver for screws of the system 2.7 was deteriorated in its star drive tip, so when trying to place the screws, they deteriorated in its head (screw av 2.7 l24). It was also noted that a screw was found which arrived deteriorated but other one was used. This report is for one (1) va locks ø2.7 head 2.4 self-tap l24 ss this is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: investigation summary photo investigation the photo investigation revealed that the device 314.467, scrdriver shaft t8 self-holding was stripped at the tip. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 314.467, scrdriver shaft t8 self-holding would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot manufacturing location: supplier - (B)(4) / inspected, packaged and released by: monument release to warehouse date: 14-apr-2020 part number: 314.467, stardrive screwdriver shaft t8 105mm lot number: 27p8008 (non-sterile) lot quantity: (B)(4) production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, (B)(4) met all inspection acceptance criteria. Certificate of compliance supplied by (B)(4) dated 01-apr-2020 and certificate of tests supplied to (B)(4) dated 28-mar-2018 were reviewed and determined to be conforming. Hardness specified at hrc 52 minimum; hardness certified at hrc 53.74 packaging label logs (pll) lmd rev ac were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device history review 09-jan-2024: DHR reviewed by: (B)(4) this lot met all dimensional, packaging, and sterilization criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was in good condition, there was no damage to his state of health during the surgical procedure, nor after. No screw fragments were generated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: health effect - clinical code and health effect - impact code.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional narrative: h3, h6: a product investigation was completed: visual analysis of the returned sample found the head of the screw is stripped. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces while usage. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was performed attempting to rotate the screw with the returned screwdriver and it was hardly possible due to the condition of the tip of the screwdriver and the screw. The drawings reflecting the current and manufactured revisions were reviewed. The overall complaint was confirmed as the observed condition would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.